Event description:
Reporter alleged test strip vial information was unreadable. It was reported the test strip drum had been thrown away and customer did not want to answer any further questions regarding the alleged incident. A request was made for the return of the suspect product , however, no product returned.